Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, urinary problems and recurrence. It was reported that on (B)(6) 2009, the patient underwent excision of eroded mesh due to mesh erosion from tension free vaginal tape. (B)(4).

Manufacturer narrative:
(B)(4) . It was reported that the patient experienced urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.